Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing at times on stored electrograms (egm). Additionally, it was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing for atrial fibrillation (af) with rapid ventricular response that was detected as ventricular tachycardia (vt). The ra lead and ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.